Manufacturer narrative:
No medwatch form was received. Company representative.

Event description:
It was reported that the ventricular lead exhibited high capture thresholds of 5.5 v at 1.5 ms in unipolar. Programming was changed to high output, 7.5 v at 1.5 ms.